Event description:
It was reported that during a laparoscopic hernia procedure, the clips jammed. Another device was used to complete the procedure. There were no adverse consequences to the pt. One device will be returning. No further info is available.

Manufacturer narrative:
(B) (4). (B) (4). Yielded jaws. Eval summary: the analysis results confirmed that the jaws had become yielded causing only two clips to be ejected and making the instrument non-functional. The device was disassembled and 7 clips were still on the device, as the device was received with dry body fluids, the remaining clips could not advance as intended. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition, as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "split" clips." A batch record review was performed and no anomalies were found during the manufacturing process.